Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician attempted an arteriotomy closure using the perclose at 6 fr. Hemostasis was achieved. Immediately, the physician performed a pta and stent deployement to open an occlusion and maintain blood flow.